Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not operate in pacer mode. The complainant indicated that there was no pt involvement in the reported failure.